Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The corsair microcatheter was returned for evaluation. The tip with marker was missing. Proximal to the broken end of the tip, the top polymer layer of the shaft was peeled away along arrangement of shaft strands. The distal shaft strands were partially tightened and partially loosened due to accumulated torsion. Distal to the broken end of the tip, exposed inner polymer tube was found twisted and stretched distally. The above findings indicated that tip approximately 7mm long including approximately 1mm of overlapped portion of the shaft and tip polymer tube was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that continuous torsion was applied on the corsair microcatheter while the catheter tip was being trapped in the severely calcified lesion. When the accumulated torsion exceeded the product's design limit, it made the tip to be twisted and eventually torn off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunctions] separation.

Event description:
It was reported that the procedure was to treat a severely calcified cto in the left anterior tibial artery of a patient with peripheral arterial occlusive disease. A non-asahi guide wire crossed the lesion followed by a non-asahi balloon that filed to cross. An asahi corsair microcatheter was then advanced by applied rotations when the catheter tip became stuck in the lesion. The microcatheter was pulled with rotations to release the tip from the lesion when the tip became separated. The physician determined that no further intervention would be capable and terminated the procedure. The patient was without problem during and after the procedure.